Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against this lot. A check of confirmed complaints against this type of regulator for flow issues showed 24 complaints since the beginning of 2016. The regulator this lot was received in good condition. The regulator was tested and found to have very low flow at 100psi. The regulator was disassembled and inspected, and it was noticed that the plunger had become stuck in position. The plunger was released from the stuck position and the regulator was reassembled and retested. The regulator passed all criteria. There is no indication as to why or how the plunger got stuck for this regulator. The root cause of the reported ¿plunger inside the regulator had become stuck in position causing low flow¿ cannot be conclusively determined. Based upon the information obtained, at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic regulator would not work and it was not dispensed the gas. The procedure and patient harm details were not reported. Additional information has been requested and none received till date. Additional information received that surgery was completed by using the alternative regulator.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).